Manufacturer narrative:
B3/d6a: these dates are inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was implanted in 2002, but it stopped working after 14 months. The patient noted that they went back to the doctor who implanted the device and they recommended removing it and installing a new device in their spine that would involve an overnight stay and extended recovery time, which the patient declined.